Manufacturer narrative:
It has not yet been determined whether the pt has been revised.

Event description:
It is alleged by the pt's representative that "after implantation, the pt experienced grinding, popping and squeaking noises coming from his right hip." It is further alleged that "on october 4, 2007, the pt was informed by his physician that he will need to replace his howmedica hip prosthesis, in whole or in part".